Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. Onsite investigation was performed and the field representative was unable to replicate the reported event as the system functioned as designed. No further issues were reported. Field representative suspected that the issue was cause by drape interference. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial resection procedure, they saw 2 cm inaccuracy (anterior) in navigation after incision was made and skin was pulled off. Surgeon was using the probe to check the accuracy and to navigate. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: the surgeon opted to complete the procedure without the use of the navigation system.